Manufacturer narrative:
(B)(4) . The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein (rcfv) was attempted with a proglide device using the pre-close technique via a 14f sheath prior to an electrophysiology ablation interventional procedure. No femoral imaging was performed. Initial flushing of the marker lumen with saline prior to use was successful. Reportedly, no blood flow was observed from the marker lumen. The device was removed, flushed outside the anatomy again, and inserted into the anatomy; however, the same issue occurred. The suture of a new proglide device was successfully pre-placed in the rcfv. The sheath remained a 14f and the electrophysiology ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide suture in the rcfv. Proglide devices were also used in two access sites in the left common femoral vein (lcfv). One proglide device was successfully used and achieved hemostasis in the 7f sheath access site after the electrophysiology ablation procedure. The same proglide device that was attempted but no blood flow was observed from the marker lumen in the 14f sheath access site in the rcfv was reflushed successfully again outside the anatomy and was attempted in the 10f access site in the lcfv after the electrophysiology ablation procedure but again no blood flow was observed from the marker lumen. A new proglide device used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow from the marker lumen¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the perclose proglide instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. The IFU also states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery and vein access site of patients who have undergone diagnostic or interventional catherization procedures using 5f to 21f sheaths. For sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Do not deploy the foot in the artery unless brisk pulsatile flow of blood (¿mark¿) is evident from the marker lumen. In this case, it is unknown if the IFU deviations contributed to the reported difficulties. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information was received stating the procedure was a cryoablation interventional procedure. No additional information was provided.